Event description:
A pt had an erythemal response to an ultraviolet a (puva) treatment. Puva treatments consist of uva light treatments in conjunction with a photosensitizing agent. It was reported that the pt had taken additional medication that contained photosensitizing agents. It was also noted that pt may have doubled their dose of one of these. The response occurred 24-48 hours after treatment. The pt was hospitalized for two days and reported to also undergo some follow-up treatments. There was no misuse or malfunction of the device reported.